Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(4) pertain to product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had a confirmed staph infection during their trial. The patient had fever and pain. It was noted this occurred in 2003. The trial lead was removed and the patient was given vancomycin. The patient was given vancomycin again before implant after the infection cleared.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.